Manufacturer narrative:
Exact date unknown, event occurred since patient's implant back in 2019.

Event description:
It was reported that the patients physician placed the battery in an uncomfortable location. The patient underwent a device repositioning procedure and was doing well postoperatively.